Event description:
Reporter indicated that the dell handheld computer would not hold a charge even though it remained plugged in at all times when not being used. The handheld, ac adapter, and flashcard were returned and an analysis was performed. No anomalies were identified with the returned flashcard and ac adapter. The handheld computer was tested for over an hour and at the conclusion of testing; only 82% battery capacity remained. Although this confirmed that the battery would hold a charge, the device was out of specification as it likely would not have operated continuously for 8 hours. No other anomalies were identified with the handheld computer.